Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in field advisories.

Event description:
It was reported the patient's ipg was explanted due to irritation/infection at the patient's ipg site. The patient's issue resolved over time.

Manufacturer narrative:
Remedial action type (the wrong field was selected on the initial report.)